Event description:
Info received indicates the brake is not holding. The brake is not locking.

Manufacturer narrative:
The technician replaced both the brake, brake/steer and plain casters to repair the bed.